Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that one infusion set is leaking and location of leak is tubing. The site of insertion is abdomen and infusion set is long for 1 day. No further information available.